Manufacturer narrative:
Technician found note on the bed stating "no head up". Isolated the problem to the no voltage at head up coil. Replaced the head up valve to resolve this issue. Bed stored in 5th floor storage.

Event description:
Info received that the head of bed will not raise. No injury reported.